Manufacturer narrative:
Other relevant device: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. The hcp reported a revision. The hcp did not know why the leads were revised, but stated that at the time of the patient's last MRI, the patient told the hcp that the system was not working. No medical symptoms were reported. The revision on (B)(6) 2017, and the system not working began a couple weeks prior to the revision in 2017.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that on (B)(6) 2017 they did a revision of the patient's system giving them a completely new system and a completely new MRI eligibility sheet. The surgery was done because the system was non-functional post motor vehicle accident. There was jolting plus fluctuating high impedance and a loss of coverage. The patient had some ongoing implantable pulse generator (ipg) issues (the rectangular battery was noted) prior to the motor vehicle accident, so the whole system was switched including a smaller, thinner ipg. The serial number of the ipg was provided; however, it matched a physician programmer, so it did not appear to be correct.

Manufacturer narrative:
Please note, (B)(4) no longer applies to this report. If information is provided in the future, a supplemental report will be issued.